Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06117 and 2134265-2018-06086. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. The catheter was not recognized on the first case. After replacing the catheter, it was okay. However, on the second case, the catheter was not recognized and pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the product was received with corroded pins. The unit meets specifications and the results were recorded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause for this complaint is designated as component (unknown cause). (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06117 and 2134265-2018-06086. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. The catheter was not recognized on the first case. After replacing the catheter, it was okay. However, on the second case, the catheter was not recognized and pullback failed. No patient complications were reported.